Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant was returned with the original packaging a visual inspection of the returned product identified an outer box with the outer and the inner vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The implant engaged with the fixture mount was returned outside the vial. The implant had no evidence of any damage or malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The exact details of the device condition as received by the customer are unknown. Therefore, the reported event (damaged/unsealed sterile barrier) could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. A root cause for the complaint cannot be determined. The following sections have been updated: d4: (B)(4), g7: checked "follow-up," h3: changed "no" to "yes."

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that during surgery when opening the implant blister, it was realized that the blister pack for implant tsvmb8 was already opened.